Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was not wide enough to attach to the patient spinous process. The health care professional (hcp) disengaged the screw out all the way on the clamp and shaved down the bone on the patient to get the clamp to fit. There was less than an hour in delays no impact on patient outcome. Medical safety assesses the reported event of the spinous process being damaged, when utilizing the spine clamp, subsequently causing a portion of the process breaking off, during a spinal fusion procedure, involving the use of the radiolucent spine clamp, and its reported severity (major), as serious, at least possibly related, and unlabeled.